Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, missing endcap sticker and scratched display window noted during visual inspection. The pump was unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to moisture damage in force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 402 mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.